Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. Also, performed bicarbonate buffer test and sensor passed with accurate readings.

Event description:
The customer reported via phone call that she was having false low blood glucose readings such as 46 mg/dl and 50 mg/dl. Customer received a threshold suspend alarm and her blood glucose was 599 mg/dl. Customer' current blood glucose is 363 mg/dl and sensor glucose is 43 mg/dl. Difference between readings is not within an acceptable range. Troubleshooting was performed and the customer was advised to remove and replace the sensor. Customer stated that she will return the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.